Event description:
Healthcare professional reported "rupture" via "MRI". This record is for the "right" side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a5, a6, b3, b5, b6, h6.

Event description:
Healthcare professional reported "bilateral rupture". This record is for the "right" side. The device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, an opening assessed as surgical damage and one opening assessed as unidentified (tear) opening. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture via MRI. Device has been explanted.